Manufacturer narrative:
Device was evaluated. No change in reportability was determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was dislodged and exhibited helix extension issues upon reposition at the corrective surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and pertinent information is provided from the analysis.

Event description:
It was reported that this right atrial lead was dislodged and exhibited helix extension issues upon reposition at the corrective surgical intervention. No additional adverse patient effects were reported.